Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamers were cold welded and would not spin anymore. This occurred during a case with no effect on the patient. Additional information was provided on 6/28/2024 where the sales representative stated that this event occurred during a total shoulder procedure on (B)(6)2024. An arthrex representative was present for the case. The patient's bone quality was normal. A reamer was used to prepare the bone. Another set was available as a backup to complete the case.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion or prying/leveraging the device during insertion causing interference with the mating instrument.